Manufacturer narrative:
D10: 02-020-14-0345 - truliant cr por fem cr por right sz 4.5: (B)(6). 02-022-51-4513 - truliant tib imp crc insert sz 4.5, 13mm: (B)(6). 02-022-55-4545 - truliant por tib tray size 4.5f/4.5t: (B)(6). 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Approximately four years and three months post-surgery, the patient developed right knee pain that persisted for two days. The patient had two teeth pulled prior to knee pain onset. As a result, the patient called the office and was prescribed antibiotics. Patient reported knee pain resolved after taking the antibiotics. It is unknown if the knee pain is related to the dental work or if there was infection present. The outcome of this event is considered resolved. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided.